Event description:
Clinical study. Same case as 2134265-2009-01174. It was reported that 114 days after a coronary artery stenting procedure the pt experienced angina and 57 days later experienced restenosis and required a target vessel reintervention (tvr). Lesion 1 was a 2.50mm, 90% stenosed, and 15.0mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation and placement of a 2.50x16mm taxus express2 study stent. The lesion was post-dilated and it was confirmed that the lesion was 0% stenosed. Timi flow was 3. Lesion 2 was 2.50mm, 99% stenosed, 20.0mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with pre-dilation using a 2.50x20mm balloon at 18atms and placement of a 2.50x8mm taxus express2 study stent. After the treatment, it was confirmed that the lesion was 25% stenosed and timi flow was 3. The pt was discharged 5 days later. At 114 days after the index procedure, the pt experienced angina and required a target vessel reintervention (tvr) 57 days later. The pt was hospitalized and required a tvr for lesions in the "mid lad, dist lad left main and mid rca." It is unknown what was implanted in these lesions. This was performed at a different hospital, therefore, the details are unknown. At 6 days later, the pt was again treated for unstable angina. The four lesions being treated were located in lmca, distal lad, mid lad and mid rca. The lmca was 75% stenosed, lesion diameter was 3.50mm, and the length of the lesion was 10.0mm. This was treated with a taxus stent. At post-treatment visual eval, it was 25% stenosed. The distal lad was 75% stenosed. This was treated with a balloon. At post-treatment visual eval, it was 25% stenosed. The mid lad was 90% stenosed, and lesion diameter was 2.50mm. This was treated with a non-bsc stent. At post-treatment visual eval, it was 0% stenosed. The mid rca was 90% stenosed, and lesion diameter was 2.50mm, and the length of the lesion was 10.0mm. This was treated with a taxus stent. At post-treatment visual eval, it was 0% stenosed. At 4 days after that, the pt was discharged. In the opinion of the physician, the relationship of the tvr and restenosis to the taxus express2 stents is unknown.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.